Manufacturer narrative:
(B)(4)

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient experienced a sensor failure error on the receiver and decided to remove the sensor. On (B)(6) 2024, the patient developed pain in his arm which prompted him to go to the emergency department (ed) and had an x-ray of the sensor insertion site which showed evidence the sensor wire was retained under the skin. The ed physician made a small incision at the sensor insertion site and attempted to remove the tiny wire but was unsuccessful. The physician provided four stitches at the insertion site and discharged the patient home 8 hours later and advised to consult a surgeon. On 09/21/2024, technical support followed up and called the patient to verify his condition. The patient mentioned he still had pain in the area, and he had a future scheduled orthopedic surgeon appointment. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.